Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the bolus was not working. He stated that he treated high blood glucose with insulin pens. The blood glucose reading was 600 mg/dl. He was unable to perform a high pressure test. Nothing further was reported.